Event description:
User received discrepant results for multiple assays. Total number of pt sample involved was not given, twenty examples were provided. Sample 1 initial t4 7.9 ug/dl, repeat 10.2 ug/dl. Sample 2 initial t4 4.93 ug/dl, repeat 6.57 ug/dl. Sample 3 initial t4 4.40 ug/dl, repeat 5.8 ug/dl. Sample 4 initial t4 8.35 ug/dl, repeat 10.93 ug/dl. Sample 5 initial pth 16.9 pg/ml, repeat 11.99 pg/ml. Sample 6 initial pth 67.8 pg/ml, repeat 46.95 pg/ml. Sample 7 initial pth 123.0 pg/ml, repeat 86.37 pg/ml. Sample 8 initial pth 69.22 pg/ml, repeat 41.02 pg/ml. Sample 9 initial pth 33.91 pg/ml, repeat 22.89 pg/ml. Sample 10 initial pth 55.94 pg/ml, repeat 40.71 pg/ml. Sample 11 initial pth 71.07 pg/ml, repeat 53.36 pg/ml. Sample 12 initial pth 47.73 pg/ml, repeat 77.68 pg/ml. Sample 13 initial pth 79.18 pg/ml, repeat 52.54 pg/ml. Sample 14 initial pth 51.70 pg/ml, repeat 36.22 pg/ml. Sample 15 initial pth 51.47 pg/ml, repeat 64.61 pg/ml. Sample 16 initial pth 70.50 pg/ml, repeat 44.53 pg/ml. Sample 17 initial pth 35.50 pg/ml, repeat 26.72 pg/ml. Sample 18 initial estradiol 1389 pg/ml, repeat 1775 pg/ml. Sample 19 initial estradiol 108.9 pg/ml, repeat 129,0 pg/ml. Sample 20 initial t3 54.11 ug/dl, repeat 77.68 ug/dl. Erroneous results were reported and corrected reports issues. User states as far as she knows, no one was treated or adversely affected due to the discrepant results. The field service representative was unable to determine the cause, but noted he replaced the measuring cells. Performance tests were performed. User reported no further occurrences after replacement of measuring cell.